Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician attempted to use an xpert stent in a lesion below the knee. The stent delivery system (sds) catheter got stuck on a non-abbott wire while being back-loaded. The physician attempted to free the sds by pushing and pulling the sds on the guide wire; however, during this maneuver, the stent prematurely deployed on the guide wire, occurring outside of the pt's body. The device was discarded and a second xpert was used; however, the outcome was the same. The target lesion was treated with two add'l stents with the desired results. There were no pt adverse effects. No add'l info available.